Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited double and triple count oversensing, resulting in an inappropriate shock. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient experienced additional arrhythmias containing double counting and morphologies similar to those which had lead to the previously reported inappropriate shocks. In these instances, the shocks were appropriate, but ts recommended the physician review these rhythms to adjust patient therapy. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited double and triple count oversensing, resulting in an inappropriate shock. The s-ICD system remains in service. No adverse patient effects were reported.